Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive and that the keypad cover was missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/03/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/14/2015 with the following findings: during investigation, the keypad was found to be missing from the pump. The complaint of the up arrow, down arrow and ok keypad buttons¿ under response was not duplicated during testing. All of the keypad buttons responded appropriately during testing. The keypad was removed and there was evidence of contamination found under all of the button contacts.